Event description:
Spontaneous call from pt reporting pump started alarming for "no disposal clamp tubing". This is third time this week on the same cadd legacy sn (B)(4). Pt was able to switch to back up pump and therapy is not affected. Informed pt pump will be replaced. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt to clinical injury. We replaced the device. Dates of use: from (B)(6) 2017 - current. Diagnosis or reason for use: pah.